Event description:
It was stated that the insulin pump was "dead." Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to the battery tube connector not being plugged in properly.